Manufacturer narrative:
Approximate age of device ¿ 3 years 2 months 11 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2015. It was reported that the patient was admitted with hemolysis. The patient had an ldh of 2400 on admission which improved to 1987 after being administered nabicarb and high intensity heparin. Log files technicians also noted a no external power event, it is unknown whether this occurred from the mpu coming loose at the mpu or the wall outlet. Additional information has been requested but not provided.

Manufacturer narrative:
Section a2: correction sections d4, f9, and h4: the serial number of the device was requested but was not provided, therefore the expiration date, manufacture date, age of device and device identifier (UDI) are unknown. Investigation conclusion: no external power alarms were confirmed in the review of the submitted log file. The log file, dated (B)(6) 2018, contained approximately 21 days of data, spanning from (B)(6) 2018 15:12 to (B)(6) 2018 07:30, per the timestamp. The fixed speed was set to 9,400 rpm and the low speed limit was set to 9,000 rpm. No external power/low battery hazard alarms were captured on (B)(6) 2018 04:48 while the system was powered by an mpu. The voltage levels indicated that power to the mpu was lost. The pump parameters were not affected during the incidents and the system was supported by the backup battery. The patient remains ongoing on vad support. No product available for investigation. The heartmate ii lvas IFU doc and the heartmate ii patient handbook describe all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarm. The heartmate ii lvas IFU and the heartmate ii patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.